Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger sl drug coated balloon (dcb). There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4.3cm from the distal end of the proximal marker band was revealed. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a balloon rupture occurred. The stenosed target lesion was located in the non-calcified bypass of the superficial femoral artery (sfa). The physician selected a 4.00mm x 80mm, 150cm ranger sl drug coated balloon (dcb) for use. During inflation the balloon ruptured at 8atm. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a balloon rupture occurred. The stenosed target lesion was located in the non-calcified bypass of the superficial femoral artery (sfa). The physician selected a 4.00mm x 80mm, 150cm ranger sl drug coated balloon (dcb) for use. During inflation the balloon ruptured at 8atm. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.